Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. Item number: 163667, item name: mod femoral head, lot #: 631540; item number: unknown, item name: unknown liner, lot #: unknown; item number: unknown, item name: unknown cup, lot #: unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent left hip revision approximately one year post implantation due to gross loosening of stem and subsidence. This resulted in loss of abductor movement, trendelenberg gait and significant pain. Operative report noted clear fluid and stem loosening. Attempts have been made and no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event can be confirmed by review of op notes. Review of op notes state that the patient was revised due to significant pain, subsidence, shortening, abductor movement loss, and trendelenberg gait related to lack of ingrowth. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.